Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence leading to a replacement procedure. Symptoms started approximately six months prior to the surgical intervention. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence leading to a replacement procedure. Symptoms started approximately six months prior to the surgical intervention. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.

Manufacturer narrative:
Corrected information: aware date event date: approximated the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.